Manufacturer narrative:
It was noted that the maintenance and cleaning of the catheter is done with serum and syringes of 5cc.

Event description:
Information was received that a smiths medical deltec proport implantable port had a filtration issue during chemotherapy treatment and required a catheter change. It was reported the patient experienced discomfort and while attempting to remove the catheter, the surgeon noted the base of the reservoir was detached. Subsequently, the patient needed surgical intervention to remove the device. No additional adverse patient effects were reported.

Manufacturer narrative:
Chemotherapy dates were provided: (B)(6) 2018.

Event description:
Additional information was received on 11-22-2018, including the event date, patient information, concomitant therapy dates, date of installation was reported as (B)(6) 2018.

Manufacturer narrative:
Device evaluation: one deltec proport implantable port was received in used condition without the original packaging. Four photographs were also received for evaluation. Upon immediate visual inspection, the following information was noted: the insert was loose and it can remove from the housing; the septum was collocated in the right position, but it does not exceeds the surface of the housing. No marks of the detached of weld were detected inside the housing nor around the inner side of the insert. The photographs also were examined and demonstrated that the insert is not flat with the housing, it is detached. Additionally, two of the photos show the front side of the port and that the septum is under the edge of the housing. Eight additional deltec ports from the same product stores were assembled using different techniques in order to reproduce the observed issue. From this testing, the investigation determined that the condition of the sample device was consistent with the port not having been welded during the assembly process, and the affected device was not detected during final inspection. A review of the manufacturing process was conducted and was considered adequate and correct. A DHR review was also completed with no discrepancies. Based on the evidence and testing, the complaint was confirmed. Manufacturing was noted to the event problem source.